Manufacturer narrative:
Results of investigation: the device was examined. Inflation of the latex cuff showed it to be fully functional. Inflation of the distal cuff results in immediate deflation. Microscopic examination revealed numerous perforations, scratches, & indentations throughout the cuff body. The largest perforation measured 0.092 inches long while the pattern of other damage is typical of being pinched. In this condition, this device could not pass our 100% four hour inflation system test performed at finished device inspection & would be discarded. One retained unit was tested & found fully functional. A complaint file review showed no prior complaints involving this lot or its sub-components' lots. Comments & corrective actions: based on this info & the exam results, it is concluded that the severe damage was incurred at the user facility, & the extent of damage is typical of that incurred during training, while intubating a mannequin. No manufacturing error had occurred.

Event description:
(According to the reporter, a leak was discovered in the cuff during a pre-insertion test. No patient involved and no adverse outcome.